Event description:
During a retrospective complaint review, devilbiss healthcare identified an oxygen concentrator with complaint of "getting hot and compressor very noisy." There was no report or evidence of illness, injury or medical treatment associated with the complaint. Devilbiss evaluated the unit and identified the cooling fan operating intermittently/slow, which resulted in thermal deformation of the rear cover. Devilbiss has an active CAPA for fan complaints.